Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -15.0/+1.0/036 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter lens due to excessive vault, elevated iop, and narrow angles. The problem is resolved.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -15.0/+1.0/036 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter lens due to excessive vault, elevated iop, and narrow angles. The problem is resolved.

Manufacturer narrative:
Reportedly the lens was too long, causing a shallow angle and iop issues. Claim# (B)(4).